Manufacturer narrative:
E1.: facility name: (B)(6), e1.: address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had an emergency light lamp malfunction error (e207) occurred. And the emergency light indicator on the front panel flashed. The issue was found, during the inspection, before sedation for a diagnostic hysteroscopy procedure. The procedure was completed using the same device. No patient harm was reported, by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, b5, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e101 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e207 occurred due to the corrosion found in the cement near the lead pin of emergency light. Also, e101 occurred due to main board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.